Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09355) correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in-clinic for routine follow up and a rapid decline in battery voltage was observed. Device was explanted and replaced.